Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage the inner lumen and the device was withdrawn from the body as is. After device removal, manual compression was performed. There was no reported patient injury. The deployment button remained in the initial position, and the polyglycolic acid plug (pga) remained undeployed. Additional information was requested but not provided. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was unlocked. The plug was in its manufactured position, and the indicator wire was found deployed. The unit was already inserted into a non-cordis unknown french csi. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft and swollen plug was observed during this analysis. The functional deployment simulation evaluation could not be performed, as the unit was clogged with blood residues. An attempt to clean the unit using hydrogen peroxide was made but was unsuccessful. The window was manually moved to reach the three stages of the indicator window. A high magnification microscopic evaluation was executed to evaluate the internal mechanism and loop. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, a functional analysis deployment simulation was attempted but could not be performed as the device was received clogged with dry blood. An attempt to clean the unit was made but was unsuccessful. The indicator window was manually moved and was able to transition the three stages. Additionally, the internal mechanism was evaluated, and no abnormal conditions were observed. The exact cause of the issue experienced could not be conclusively determined during analysis. However, as the device was received with the cowling guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling guard during use as the condition indicates an incomplete depression of the cowling guard may have occurred. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage the inner lumen and the device was withdrawn from the body as is. After device removal, manual compression was performed. There was no reported patient injury. The deployment button remained in the initial position, and the polyglycolic acid plug (pga) remained undeployed. Additional information was requested but not provided. The device will be returned for analysis.